Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 3/25/2019. Device returned to manufacturer: yes. Device evaluation: the returned sample was received and revealed that the plunger and pushrod were observed in advanced position. No assembly error was observed in the preloaded device related to manufacturing process. The lens was stuck inserter, and the push rod overrides the lens. The device was disarmed to evaluate the lens. The lens was cleaned, and no damage was observed. The complaint issue could not be verified. A product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation the complaint issue could not be verified, and a product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lens scratched. Lens scratched is listed on amo-04-s008 reportable malfunctions. 3020 scratched material. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00, 18.5 diopter intraocular lens (iol) was defective. It was stated that there was patient contact. However, there was no incision enlargement, no vitrectomy, no sutures performed and the patient was doing fine. There was no other information provided.